Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the cabinet b5_1_adc had a fire, the medications were removed, and the cabinet was sent for investigation, but its inventory still appeared on pyxis. The team requested to clear the cabinet¿s inventory from the server while keeping the medications assigned to the unit. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet inventory still showing after fire. A technical support specialist ka 000014576 was applied, and the inventory was unloaded. Some medications remained in the return bin. Tara was asked for a proxy station, but none were available. She agreed to open a new case if needed and gave permission to close the current case to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.